Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the cuff. The balloon component was visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were found, and the balloon passed the leak test. The balloon failed functional testing. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the pump. The pump was not functionally tested because a malfunction was confirmed in the balloon component. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery due to erosion causing urinary retention. The patient had a scrotal abscess prior to the procedure. The patient presented with severe scrotal swelling and abscesses secondary to an eroded aus. During the procedure, the patient underwent incision and debridement and drainage of the abscesses. Post procedure, the patient had significant improvement in scrotal swelling. The patient had a catheter in the mitrofanoff stoma and received broad-spectrum antibiotics. There were no additional patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery due to erosion causing urinary retention. The patient had a scrotal abscess prior to the procedure. The patient presented with severe scrotal swelling and abscesses secondary to an eroded aus. During the procedure, the patient underwent incision and debridement and drainage of the abscesses. Post procedure, the patient had significant improvement in scrotal swelling. The patient had a catheter in the mitrofanoff stoma and received broad-spectrum antibiotics. There were no additional patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery due to erosion causing urinary retention. There were no additional patient complications.